Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first installed successfully on the 13th april 2010 and performed all self-tests up to the 31st august 2014. The pad-pak was removed and reinstalled during this time for periods up to 9 months. Multiple manual power ups mainly of 10 minutes duration were recorded between the 1st september 2014 and the final history log entry on the 7th october 2015. The pad-pak became depleted during this time and a further pad-pak was installed. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs and the excess current drain measured would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be measured with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.